Event description:
It was reported "these catheters caused him to have recurrent utis about 6 years ago. He said despite them saying on the packaging they are sterile, he did not believe them to be sterile despite being packaged intact and said these were the cause of his utis. He states he used unknown number of market units with unknown lot numbers of the same catheter from about 6 years ago. He has been cathing for 15 years. He said 6 years ago he switched to gentle cath disposable intermittent catheters from his red rubber catheter he would wash cleanse with alcohol and reuse. He said "shortly after" he began using the gentle cath disposable catheters he developed utis about 6 years ago. He said they would occur "every week for a couple of months". He said his doctor would have him come in and do lab tests - ua and urine c &s and he was often treated with treatment courses of antibiotics. He said he remembered he was prescribed cipro which he said didn't work but then his doctor prescribed him cefixime which he said always worked to get rid of his uti. His uti symptoms were cloudy urine, malodorous urine, dysuria and frequency. He said he would take care to wash his hands prior to use, apply sterile lubricant to catheter, wipe his meatus prior to insertion with antibacterial wipe and make sure the catheter stayed sterile until insertion,but he would still get utis. He then decided he would wipe down the entire length of the catheter with an alcohol wipe prior to cathing, immediately prior to lubricant application. He said his urologist ok'd him doing this. He said this has worked to prevent him getting utis and because this has proved to work to prevent utis, he states he believed the catheters were not sterile to begin at that time. Consumer did state that he has scar tissue buildup near his sphincter from an incident when he forced his red rubber catheter into his bladder causing this scar tissue. This occurred shortly before he switched to the gentlecath catheters as well about 6 yrs ago. He could not give me more detailed timelines as this was so far in the past." No photos were provided.